Event description:
Related manufacturer report number: 2938836-2018-11671. During follow-up, oversensing due to noise was seen on the right ventricular (rv) and right atrial (ra) leads. A lead revision was performed to explant and replace both leads. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to external insulation abrasion, consistent with friction to the device can.